Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the distal cover was burnt. A definitive cause was not established; however, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: IFU of gif-h290t operation manual states inspection method of the suggested event in ¿3.3 inspection of endoscope in chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end-cover (advanced cover) had a burn. There were no reports of patient involvement.